Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was blood in the inflation lumen. There were numerous hypotube kinks throughout the catheter. Magnified inspection of the balloon revealed a tear at the distal edge of the markerband. Magnified inspection of the proximal bond and markerbands did not reveal any damage or irregularities. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05953. It was reported that balloon rupture occurred. Vascular access was obtained via the common femoral artery (cfa). The 100% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). After a non bsc guide wire crossed the lesion, predilation was performed using a 1.5mm coyote¿ es balloon catheter. After that, another dilation was attempted using a 2mm x 20mm x 143cm coyote¿ es balloon catheter; however, the balloon ruptured within the rated burst pressure. The device was exchanged to a 3mm x 20mm x 144cm coyote¿ es balloon catheter, but the balloon also ruptured within the rated burst pressure. The device was removed and pre-dilatation was successfully performed with a non bsc balloon catheter. Subsequently, a non bsc stent was deployed and post dilated with the same non bsc balloon catheter, and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05953. It was reported that balloon rupture occurred. Vascular access was obtained via the common femoral artery (cfa). The 100% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). After a non bsc guide wire crossed the lesion, predilation was performed using a 1.5mm coyote es balloon catheter. After that, another dilation was attempted using a 2mm x 20mm x 143cm coyote es balloon catheter; however, the balloon ruptured within the rated burst pressure. The device was exchanged to a 3mm x 20mm x 144cm coyote es balloon catheter, but the balloon also ruptured within the rated burst pressure. The device was removed and pre-dilatation was successfully performed with a non bsc balloon catheter. Subsequently, a non bsc stent was deployed and post dilated with the same non bsc balloon catheter, and the procedure was completed. No patient complications were reported and the patient's status was good.